Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that upon removing the cap of the cleo 90 inserter, the patient noticed that the adhesive pad was missing. The customer resolved the non-adherence issue by injecting the site anyway and taping it down. The customer reported that when she uses this method, it can result in the site falling out due to poor adherence to her skin or in bent cannulas. At which point, the customer will then decide to just change the site out for a new one. At the time of this event, the customer's blood glucose level was 500 mg/dl, for which the customer administered a manual injection and changed out the infusion site. The customer reported she was positive for low levels of ketones, but the location of where these were performed is unknown. The customer's health care provider stated that "her ketone level is not dangerous/life threatening." Technical support advised the patient not to inject the sites that are missing an adhesive pad in the future but to consult with her health care provider. No further adverse health outcomes were reported. See MFR numbers for related complaints: 3012307300-2017-00265. 3012307300-2017-00267. 3012307300-2017-00268.